Event description:
The customer reported to olympus, the field of view of the videoscope image changed unintentionally and the image disappeared when toggled. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and customer allegation was not confirmed. There was deep scratch on the bending section cover and the bending section had excessive broken strands. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that physical stress was applied to the bending section which may have done damage to the ccd-cable in the bending section, temporarily causing the suggested event. The event can be detected/prevented by following the instructions for use which state: ¿important information: please read before use: precaution for disappeared or frozen endoscopic image: do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result.¿ olympus will continue to monitor field performance for this device.